Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure, the driving cap break off into the insertion handle. The impactor head male threaded area snapped off and threaded into the female threaded area on the insertion handle rendering it unusable. It is unable to use this system with the insertion handle and impactor head unusable. Concomitant devices reported: radiolucent insertion handle (part# 03.033.001, lot# unknown, quantity 1). This report is for one (1) radiolucent insertion handle frn. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: part number: 03.033.001. Lot number: 40p7356. Manufacturing site: haegendorf. Release to warehouse date: may 8, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot # 40p7356) was received at us customer quality (cq). Upon visual inspection, it was observed the broken tip of the mating driving cap f/insertion handle (p/n: 03.010.523, lot # 22p9764) was retained in the threaded portion of the insertion handle. No other issues were observed with the handle. Device failure/defect identified? No conclusion: the complaint condition was not confirmed as no damage was observed on the insertion handle. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.